Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with a scratched screen. During analysis, the device was started in application and problems were found with the device double beeping with a cassette attached. Service will replace downstream sensor. No problems were found with the clock battery; however, the clock battery will be replaced as a preventive measure. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump double beeped, and the clock battery needed to be serviced. No adverse effects were reported.